Manufacturer narrative:
Method of evaluation: review of limited information reported to lifecell. Results of evaluation: no malfunction/serious injury was reported. Drainage noted, unknown if medical or surgical intervention occurred. Conclusion: event is reported due to lack of information available. Lifecell requested that (B)(6) obtain further information. No information has been provided to date. Lifecell will file a follow-up report if new information is received. Device not returned to manufacturer.

Event description:
On (B)(6) 2011, limited information was reported by (B)(6), lifecell distribution partner, as follows: white drainage from wound. Procedure, date and lot number of lifecell device are unknown.